Event description:
After using the surgical drape for a surgical procedure, the dr reported that the pt acquired a major infection in the right knee and an antibiotic was administered followed by three knee irrigations. The drape was reportdly too loose and shifted during the surgery into a nonsterile field.